Event description:
It was reported the insulin pump fell into the water and does not work. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with blank display due to moisture damage on electronic assembly. The device was received with minor scratched display window, cracked display window corner and cracked reservoir tube lip.